Event description:
The facility reported an infusion pump with a failure code 550:320:831:0000. The facility representative stated there was no patient injury or medical intervention as a result of the failure. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.